Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.